Event description:
It was reported that this atrial lead dislodged and was explanted and replaced by a new one. This lead was discarded.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.